Event description:
The evis lucera ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was insufficient adhesive in the screw holes at the distal end. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and the device evaluation found there was insufficient adhesive in the screw holes at the distal end. In addition to the reportable malfunction, the following were noted: due to wear of angle wire, the bending angle in up direction did not meet the standard value and play of upward/downward angulation control knob was out of the standard value; the adhesive on the bending section cover was detached, had a crack, and a chip; due to deformation of the nozzle, the water removal ability did not meet the standard value; the paint on air/water-cylinder was peeled; the objective lens had a scratch; due to damage on the acoustic lens, the displayed ultrasound image was defective. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.